Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to a suspected lead fracture. After fixing the helix it was noted that impedance values were high out of range, there was a loss of capture even with a high threshold value as well as noisy signals. When the lead was examined outside the body, a gap in the lead bodily was easily visible. A new lead was successfully implanted. No additional adverse patient effects were reported. This lead was discarded by the healthcare facility and will not be returned for analysis.